Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Johnson and johnson medical (B)(4) reports: this is a re-revision of an lcs. The original femur was a duofix femur which was revised on (B)(6) 2009 at (B)(6) by mr. (B)(6). (See (B)(4)). Re-revision due to loosening of femoral component. Additional information - complications associated with revisions in terms of compromise of bone stock and function in addition to anaesthetic and infection risks. The devices associated with this report were not returned. A search of the databases did not show any other reports with regards to the reported event. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain the complaint samples proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. .

Event description:
Revision due to loosening of femoral component.